Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. Fifty-eight samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided batch number: 2024137. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported could not be confirmed.

Event description:
No additional information was provided.

Event description:
Material#: 305916, batch number#: 2024137. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via phone. Pir attached. Customer called to report that they have a couple of safetyglides that if you screw up the needle, to draw up the vaccine or medication, the vaccine would not pass thru, there seems to be a lot of resistance. Ref. (B)(4) lot 2024137. Customer would like replacements. Additional information provided: 1. What is the date of event? No specific dates- has been ongoing with an entire batch of needles lot number provided on the phone call complaint. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None- we could not give the vaccines using these needles 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Yes, provided via phone our address is 355 campbell ave west haven CT 06516. 4. Please share the captured photo of the event if available.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.